Event description:
It was reported that, the guide wire was broken upon drilling it in patient. The additional medical intervention was needed with the usage of broken screw set and xray. Later, the x-ray showed nothing was left in patient. The longer anesthesia and operating time was also reported. No further information was provided.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The reported event could be confirmed. The device was not returned but evidence was provided, which match the alleged failure. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. From the only provided picture taken just after the device explantation (soiled instrument), we can observe that, the pin is broken at the thread in the almost full drilled position and the broken tip was extracted from the patient. No additional information could be observed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that, the guide wire was broken upon drilling it in patient. The additional medical intervention was needed with the usage of broken screw set and xray. Later, the x-ray showed nothing was left in patient. The longer anesthesia and operating time was also reported. No further information was provided.